Event description:
The customer reported via phone call that the insulin pump's act button was unresponsive. The customer stated that the issue began a couple of days before the call with the button being slow to respond. Blood glucose level at the time of the incident was 259 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked belt clip slot and a cracked display window.